Event description:
Boston scientific crm received information that a revision procedure was performed because this right atrial (ra) lead had dislodged. The dislodgement was discovered after noticing that ventricular signals were being sensed on this lead and when the ra lead provided pacing, it stimulated the ventricle rather than the atrium. However, it was reported that this did not result in any compromises in therapy delivery to this patient. No adverse patient effects were reported.

Manufacturer narrative:
The ra lead was successfully repositioned and remains in service. No additional information is available. If any additional information does become available, this report will be updated.